Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to symptoms related to diabetes (dizziness and light headedness). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 68 mg/dl. The customer does not know their expected blood glucose test result range. The customer felt well at the time of the call and did not report any symptoms. Customer stated due to previous symptoms of dizziness and light headedness she had gone to urgent care; customer could not recall her blood glucose test result when at urgent care, only that it was 29 points off. Customer's diagnosis was dehydration, and she was treated with an IV. Customer will be following up with her physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/28/2026 and open vial date is 11/23/2024. The meter memory was reviewed for previous test result history: result 1: 68 mg/dl date: 11/25 time: 3:38pm fasting result 2: 127 mg/dl date: 11/25 time: 12:53pm non-fasting result 3: 84 mg/dl date: 11/25 time: 12:09pm fasting result 4: 94 mg/dl date: 11/25 time: unknown fasting result 5: 108 mg/dl date: 11/25 time: 10:34am fasting.